Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0kyug, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they were experiencing painful stim, uncomfortable stim, overstimulation. Confirmed ins (implantable neuro stimulator ) status with patient programmer, therapy was on. The patient increased to 4.3 and it was painful but she states that since implant the device had never helped her symptoms. There were no trauma/falls reported that could be related to this issue. The reported issue was not related to positional movements. Consider decreasing amplitude. This eliminated the uncomfortable stimulation. Patient services reviewed that since the patient had never tried changing programs that is a possibility but since it had been going on for so long hcp (healthcare provider) should be consulted and provide direction for what the patient should do at this point. Symptoms reported were: lack of effect, painful stim. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.